Event description:
It was reported the pt experienced an overdose and was admitted to the hosp. It was stated the pt's device was "turned down to compensate for the amount of time he was in the hosp." After being released from the hosp, it was stated the pt felt a "humming vibration." The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Event description:
The patient had "vomiting/getting sick" symptoms when he went to the hospital. The patient was intermittently, every few minutes, feeling a "surge/humming/vibration" inside that was annoying; this had been going on for the last week and a half as of (B)(6) 2010. He didn't hear anything coming from pump. The hcp said everything looked good, no reports of volume discrepancy. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Manufacturer narrative:
(B)(4).